Event description:
The vascade closure device did not deploy. Per the fellow, the device looked misshapen. The device was removed, and manual compression was applied. There was no harm to the patient. Manufacturer response for vascade closure device, vascade closure device (per site reporter) mfg notified by site.